Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Sales rep reported, "patient fell and landed in a kneeling position. Left patella broke. Fractured patella repaired and tritanium asymmetric patella revised to a poly asymmetric patella."

Manufacturer narrative:
An event regarding crack/fracture involving a tritanium patella was reported. The event was confirmed through x-ray. Product evaluation and results: not performed as no product was returned for evaluation, no photograph was provided for review. A review of the provided medical records by a clinical consultant stated the following comment: confirmation of the patella fracture and event description. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A review of the provided medical records by a clinical consultant stated the following comment: confirmation of the patella fracture and event description. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as clinical/past patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported, "patient fell and landed in a kneeling position. Left patella broke. Fractured patella repaired and tritanium asymmetric patella revised to a poly asymmetric patella."